Event description:
The customer stated, a physician questioned low results generated on a cell-dyn 1700 instrument. One patient generated a hemoglobin result of 8.3 g/dl, and when retested generated similar results. The sample was sent to a reference laboratory and a hemoglobin of 9.9 g/dl was obtained (non cell-dyn method) and this result was not questioned by the physician. Chemotherapy was delayed due to the initial low result. There was no report of injury.

Manufacturer narrative:
Cleaned and lubricated solenoids. The customer reported sporadically low pt hematology results using the cell-dyn 1700 and multiple parameters out of range low on the low level qc. Field service cleaned the 2.5 ml syringe, replaced the worn tubing and connectors, and cleaned and lubricated the solenoids. Field service resolved the issue and verified instrument performance by running controls. Labeling section 9: service and maintenance; non scheduled maintenance procedures, pages 9-31 to 9-36. Section 10: troubleshooting and diagnostics page 10-13 and 10-24. Section 11: quality control; quality control procedures, page 11-3 to 11-5. A review of the complaint reports for 2006 to 2007 did not indicate an adverse trend for the cell-dyn 1700 system, list number 03h53-01 for the complaint issue. This is the final report.